Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Surgeon has informed me that one of his patients has a loose lcs duofix mbt tibial component. The pt has had an arthroscopy which revealed that the tibial component is loose - an instrument could be placed under the tibial component. Surgeon unsure what the reason is - maybe infection or duofix concern. Pt is due to have revision surgery on the (B)(6) 2011. Update (B)(6) 2011 - revision surgery took place components removed #150; no in-growth seen on tibial or femoral components. Tissue samples sent to pathology for micro histology.

Manufacturer narrative:
Corrected: date product recd by mfg. Evaluated by manufacturer. Following investigation by applied research and bioengineering, it was reported that: it is not possible to determine the cause of failure. It is likely a combination of factors from the device, the surgical technique, the surgical procedure and patient factors. The complaint shall be closed with an undetermined/unjustified conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.